Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture and activation failure could not be confirmed. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the stent delivery system (sds) during the inspection prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted the guidewire exit notch was stretched and torn. During functional testing the device was attempts to be inflated and fluid leaked from the noted tear located on the guidewire exit notch. The stretching and tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. In this case, it is likely that the guide wire exit notch is what the account perceived as the reported balloon rupture since the device would not hold pressure and subsequently the stent was unable to deploy. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a left anterior descending coronary artery. It was noted that during inflation of a 3.00x23mm xience alpine drug-eluting stent system, the balloon was observed to be ruptured and the stent could not be deployed. An unknown stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.